Manufacturer narrative:
(B)(6). Eval, results: eval of the returned product found that the alarm does not sound when weight is removed from the sensor during testing with a test alarm. The fail safe does sound when the sensor pad is detached from the alarm. There is no visible damage to the sensor pad. The customer's alarm was not returned. (B)(6).

Event description:
The customer reported that the alarm will not sound when weight is removed from the sensor pad. The customer tested the alarm with other sensors and the alarm is working properly. The sensor does not appear to have been folded or creased and there is no visible damage to the product. There was no pt incident or injury reported.